Event description:
A 2.5mm diameter x 24 mm length micro driver rx coronary stent system was inserted into a patient for treatment of an lad lesion. Lesion site had 90% stenosis. It was reported that the stent was deployed successfully. It was reported that thirty days post stent implant at the patient's follow-up appointment that the patient was fine. It was reported six months post stent implant that in-stent restenosis was noted. The occlusion was successfully treated with CABG at an unk date. No additionally clinical sequelae were reported and the patient's condition is unk. Please note that this device (lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: other (lack of information, no films received), inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (90-99% stenosis). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (90-99 % stenosis).